Event description:
A customer reported that on (B)(6), 2011 they received a reading of 9.2 mmol/l (165.6 mg/dl) at 10:45 am on their precision xtra blood glucose meter, which was higher than they felt. Caller further reported that approximately one hour later they subsequently began feeling "woozy" and then lost consciousness, "for about two seconds". Paramedics were called and a reading of 2.7 mmol/l (48.6 mg/dl) was obtained at noon. Customer was treated with lucozade to drink. Customer additionally self-treated with lucozade. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the device's manufacture is unknown. The date listed in section h-4 is the date when abbott diabetes care became aware of the issue.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter's memory.